Event description:
It was reported that perforation occurred. An amplatz super stiff guide wire was used in a procedure. After the total release of the valve, the physician detected that the pressure of the patient was going down although the valve was in a correct position. The echocardiogram detected a perforation of the heart due to the stiff guidewire. Suturing of the perforation was performed by a surgeon to treat the complication and the procedure was finished.